Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test and alarmed during basic occlusion test due to slightly loose drive support disk. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump passed displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during the manual prime sequence. The patient's blood glucose level was 154 mg/dl at the time of the call. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.